Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 429 mg/dl while wearing the pod. Symptoms reported include hyperglycemia. The pod was removed at discarded at the hospital; patient was treated with an intravenous drip, put back on lantus insulin and on a sliding scale for humalog insulin, 15 mg prior to each meal. The patient spent 3 days in the intensive care unit, one additional night in a hospital room and was released after spending a total of 4 days in the hospital.